Event description:
It was reported that during use on a large patient, the autopulse platform displayed user advisory 45 (not at "home" position after power-on/restart) and "lift up lifeband and restart messages. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 10/16/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.